Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 56 mm in diameter fusiform abdominal aortic aneurysm. Aortic neck was 22 mm in diameter, 20 mm long, and angulated less than 50 degrees. Vessel tortuosity is unk. A talent bifurcated stent graft was placed without issues via the right side. A contralateral limb was placed via the left side with a contralateral extension. On the final angiography, a severe type IV endoleak from the proximal side of the main body was confirmed. The physician decided to keep monitoring this pt along with treatment by protamine (anti-heparin agent). No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak) results & conclusions: (cause of endoleak cannot be determined.